Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -8.50 diopter was implanted into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause reported as unknown.